Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. As such, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was resumed post operatively.

Manufacturer narrative:
The device was not returned for analysis, however programming and stimulation parameters were provided. A longevity estimation calculation was performed based on the returned data which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue is attributed to normal battery eri/eol. Therefore, this does not meet the reportability criteria.